Event description:
Supplies pack was found to have damage that called into question the sterility of the contents. It was noted the damaged spots were noted on the inner wrapper with no indication something had damaged or pierced the outer protective plastic. New supplies were obtained.